Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the lever was cycled open and closed, the foot was fully deployed and fully retracted with no resistance noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported suture malposition could not be confirmed due to components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from return device, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported suture malposition. The patient effect is known potential adverse events of use of the device. The patient effect of hematoma is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - adverse event problem - health effect - clinical code 1888 and health effect - impact code 2199 were removed.

Event description:
Subsequent to the initially filed report, the following information was received: there was very slight resistance when removing the prostyle device from the anatomy, but with gentle "wiggling" this resistance was relieved and there was no problem removing the device. The bleeding was treated using manual compressions. Hematoma was observed when the patient returned from the ward. The hematoma was possibly caused by the manual compressions. No additional intervention was performed. No additional information was provided.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation ablation procedure using an 8f sheath. Reportedly, when retracting the perclose prostyle device it was noticed that the footplate had not fully closed even though the lever was fully closed. No significant resistance was felt when the lever was returned to its original position or during removal of the device from the anatomy. No vessel damage occurred. Then when pulling the suture, it all came out meaning it was unlikely to have properly deployed in the vessel wall. Manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. There was slight oozing and a hematoma present when the patient got back to the ward. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.